Manufacturer narrative:
Note: this medwatch is being submitted for patient 14 of 16. Please see the attached file for patient specific information. According to the initial report from the rep, on (B)(6) 2015, our (B)(6) distributor reported "that a cardiac surgeon of the hospital commented to their agent that (B)(6) patients submitted to neurosurgery procedures with bg [bioglue, bg u/k] application and (B)(6) patients with tissel application had developed infections. The prevention infection department of the hospital is involved on this matter, in order to understand the reasons." In an attempt to obtain additional information, the following questions were forwarded to the rep on (B)(6) 2015: lot numbers for each case, dates of procedure, amounts of bioglue applied, exact location applied, culture results, specifics regarding the infection (signs/symptoms and the timeline for presentation), and current status of the patients. The distributor provided the following additional information to the rep: "the amount [of bioglue] applied was 2 ml," for exact location applied - "the normal use was to reinforce of dural closure," and regarding the infection presentation - "they found an increase in infections in patients treated with different sealants and hemostatic, as bioglue and tissucol, but not attributed to the use of these products as other patients have not had any problems." Clarification regarding specifics of the infections and culture results were not yet available, but attempts to contact the neurosurgeon, were being made. The distributor also stated "when we had the first notice about it and talked with our agent, he confirmed u that the hospital did not open any complaints to the products, they did open an investigation looking for the origin of these infections, and the internal commission of infection diseases still working on it." The rep provided the following info on (B)(6) 2015 regarding a phone call she had had that day: "I've just received a phone call from our distributor, and he told me that his sales rep had the chance to reach the surgeon, but the surgeon had refused to speak to him about this matter. Then the surgeon's secretary suggested that the sales rep speak to the person in charge of this matter at the prevention infection department. This woman reported to the sales rep that the investigation on this matter has not been completed yet and they'll reply to our questions only after reporting the final investigation results to their moh. Also she didn't want to tell the sales rep, when they expect to complete the investigation. Furthermore, I don't think we'll have any more developments before next year." On (B)(6) 2015, the rep forwarded communication between the distributor and the infection prevention physician regarding the hospital's investigation into the reported events. The infection prevention physician attached a "summary of the report written by this department in relation to the possible association of the use of bioglue and the onset of localized surgical infection in [craniotomy]" the summary stated "at the start of 2014, the chief of the neurosurgery department informed the preventive medicine department that they had observed an increase in the rates of surgical site infection (ssi) post craniotomies. The preventive medicine department begins active surveillance of this process. In addition, other aspects are reviewed such as the direct observation of the interventions, [and] training of all professionals to improve compliance with all preventive measures (avoid shaving, preoperative preparation[?]). Given the persistence of high ssi rates and not finding a possible risk factor for these infections, a retrospective cohort study is performed as presented below." A retrospective cohort study was performed regarding surgical procedures (craniotomies) performed between (B)(6) 2013 and (B)(6) 2015. Ssi was defined as the evidence of a (B)(6) culture in a sample of brain tissue taken during surgery or in the csf (cerebral spinal fluid) and/or evidence of purulent exudate from the wound, or observation of intracranial infection during the intervention (superficial: limited to wound drainage, suture dehiscence, skin abscess. Deep: osteitis. Organ/space: meningitis, osteomyelitis, abscess). The associated variables included the following: sex, age, date of intervention, dura mater implants, use of surgical adhesive (bioglue®; tissucol®), drainage placement, use of steroids, surgeon, presence of ssi, type of infection. The main results of the summary indicated "a total of (B)(6) patients undergoing craniotomy were included in this study. Risk factors that, in the bivariate analysis, were significantly associated with ssi were: a longer time of surgery, previous surgical intervention, and the use of surgical adhesive (bioglue®). (B)(6) of all infections were a diagnosis of glioma/meningioma. Multivariate analysis (logistic regression) demonstrated that the most significant risk factors are previous surgical intervention and the use of surgical adhesive (bioglue®) adjusted or 5.1 (1.8-14.5) p=<0.05." Further information was requested from dr. (B)(6) via letter on (B)(6) 2016 and via email on (B)(6) 2016. The following questions were asked: how many bioglue patients experienced infection, dates of bioglue implant, pertinent patient comorbidities and associated bacteremia/infection histories, dates of infection, symptoms/treatments, culture results and any other pertinent information related to the infections, as well as the current status of the patients. Dr. (B)(6) responded via email on (B)(6) 2016 with an attached report from the preventative medicine department which is included in the contact records section for reference. It states that out of (B)(6) bioglue patients, (B)(6) of them were reported as having craniotomy infections. The dates of implant range between (B)(6) 2013 and (B)(6) 2013 and between (B)(6) 2015 and (B)(6) 2015. (B)(4). Multiple requests were made to obtain specific lot numbers used in procedure for each patient. However, the distributor provided the following lots shipped to the hospital: 13mgw072, 13mgw080, 14mgw018, 14mgw041, 14mgw047, 15mgw007. In an abundance of caution, all lots were investigated. The manufacturing records for these lots were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The type of procedures that the complaint involves is craniotomies. Based on the available information, it appears that (B)(6) patients who underwent craniotomies between (B)(6) 2013 and (B)(6) 2015 developed postoperative surgical site infections (ssi). The complainants performed multivariate analysis (logistic regression) that demonstrated that previous surgical intervention and the use of bioglue were the most significant risk factors associated with ssi following craniotomy procedures. Based on the available information, (B)(6) patients received bioglue during their procedure and (B)(6) developed a postoperative infection as identified using the case definition provided in the initial report. The complainant reports that bioglue was used on both sutured and non-sutured duragen and durepair dural patches and that bioglue was applied "as recommended by the manufacturer: a layer over the suture or over the binding of the patch with the patient's dura mater (in cases where the patch was not suturable)." The complainant also indicates that durepair patches were sutured but duragen were not; bioglue was used in conjunction with suture when the patch was sutured in place. Information related to which patients received each type of patch has not been provided and the complainant states that they do not have the baseline infection rate for craniotomies at their hospital. (B)(6) of the (B)(6) reported infections had (B)(6) culture results. Three cases were (B)(6) for s. Epidermidis or p. Acnes, common skin flora that are frequently associated with surgical wound infections. (B)(6) of the remaining (B)(6) cases occurred over 1 month post-surgery suggesting that the infection was unlikely related to the surgical procedure. The remaining case occurred 9 days after surgery and was (B)(6) for e. Faecium. Enterococcus is typically found in the gastrointestinal (gi) tract and is commonly associated with nosocomial infections. Known clinical effects of the surgery: alleviation of neurological symptoms; bioglue use in craniotomy procedures is typically intended to seal the dura to prevent cerebrospinal fluid (csf) leakage. Expected outcomes: alleviation of neurological symptoms; more specific expected outcomes are dependent upon indication for craniotomy. Surgical technique and specific treatments are unknown. The (B)(6) culture (B)(6) cases were identified by clinical presentation. The clinical findings listed in the case definition are consistent with inflammatory type reactions. It is unclear whether these (B)(6) cases represent true infections or a non-specific inflammatory response. Inflammatory reactions to bioglue used in neurosurgical procedures has been previously reported. The (B)(6) delayed (greater than 1 month) cases are most likely due to a mechanism unrelated to the initial surgery and bioglue implant. The remaining (B)(6) cases are likely skin related surgical wound infections or nosocomial infections. Bioglue is an unlikely source of the infections as it is terminally sterilized. The complainant reports that bioglue was used on both sutured and non-sutured duragen and durepair patches. Use of bioglue with non-sutured dural patches has been previously reported to be associated with aseptic meningitis related to entry of bioglue into the csf space. The available information provides no specifics in regard to the symptoms/signs experienced by individual patients. Furthermore, an unknown baseline infection rate makes it difficult to determine the true magnitude, if any, of the reported increase in surgical site infections involving bioglue. (B)(4).

Event description:
According to the report, "our (B)(6) distributor reported us that a cardiac surgeon of the hospital commented to their agent that (B)(6) patients submitted to neurosurgery procedures with bg application and (B)(6) patients with tissel application had developed infections." This report represents the (B)(6) of (B)(6) patients.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "our (B)(6) distributor reported us that a cardiac surgeon of the hospital commented to their agent that 20 patients submitted to neurosurgery procedures with bg application and 3 patients with tissel application had developed infections." This report represents the fourteenth of 20 patients.